Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13247. It was reported that (B)(6) 2019 during a routine generator change for normal battery depletion, the physician believes the set-screw for the rv lead pin in the device header was stripped at implant years ago. The physician was unable to unscrew the set-screw and while attempting to free the lead from the header he damaged the insulation of the lead and the lead was cut off and replaced. The ra has exhibited chronic low impedance over the lifetime of this device. The physician decided to cap and replaced the ra lead. The patient condition is stable.